Manufacturer narrative:
Not returned.

Event description:
It was reported that the asymptomatic patient presented in the for a scheduled lead revision procedure. The right ventricular lead had a history of increasing capture thresholds, and the pacing lead impedance had also risen over time. Lead fracture was noted. The lead was capped and replaced on (B)(6) 2017. The procedure was performed without adverse event to the patient. The patient remained stable before, during and after the procedure.